Event description:
A 7.0mm x 60mm x 120cm boston scientific polar cath balloon was inserted for cryoplasty of the left superficial femoral artery (sfa). It was removed to obtain digital images of the progress made, prior to being reinserted, the scrub tech examined the balloon catheter and noticed that a piece of material was present on the tip that wasn't there previously. The balloon was removed from the guide wire and the md attempted to remove the piece of material without luck. The polar cath balloon catheter was then removed from the surgical table and another catheter was used for the remainder of the procedure.